Event description:
The surgeon inserted a competitor's lens using the indigo-p injector. Upon insertion into the eye, the lens tore. Lens was removed and another lens was inserted. No pt injury. The cause of the lens tearing was due to the injector.